Event description:
It was reported that prior to an unspecified treatment procedure foreign material was observed on guide wire. A 182cm luge guide wire was selected for use and during unpacking 'white fuzzy' material was noted on the distal section of the device. The guide wire was replaced with another of the same device and the procedure was completed. No patient complications occurred and the patient status is listed as ok.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. The returned device consisted of a luge 182cm guide wire. Visual and microscopic analysis revealed that no white material was found at the hydrophilic section and/or the entire length of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be confirmed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to an unspecified treatment procedure foreign material was observed on guide wire. A 182cm luge guide wire was selected for use and during unpacking 'white fuzzy' material was noted on the distal section of the device. The guide wire was replaced with another of the same device and the procedure was completed. No patient complications occurred and the patient status is listed as ok.